Event description:
It was reported that there was possible premature battery depletion and the device has reached elective replacement indicator. It was also reported that the atrial lead had sensing issues and showed characteristics of fracture. The ventricular lead was reported to have high thresholds which contributed to the device having possible premature depletion. The device and the atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event. It was also reported that the atrial lead experienced high thresholds and elevated impedance.

Event description:
It was reported that there was possible premature battery depletion and the device has reached elective replacement indicator. It was also reported that the atrial lead had sensing issues and showed characteristics of fracture. The ventricular lead was reported to have high thresholds which contributed to the device having possible premature depletion. The device and the atrial and ventricular leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, was partially or fully covering the tip electrode, and there was a white substance. There was apparent explant damage. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the defibrillation conductor was distorted, the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), the outer insulation was kinked/buckled and had cosmetic environmental stress cracking, was breached cut, had a white substance and a cosmetic depression. The inner insulation was breached cut. The helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the leads is in process; the results will be forwarded when available.